Manufacturer narrative:
Based on the current information provided, the cause of the hypotension cannot be determined. A review of the site's system logs revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event. A review of the event was conducted by an isi medical safety officer and the following additional information was provided: "an 82-year-old female with significant medical co-morbidities including heart failure, mitral valve disease, and cancer underwent an ion endoluminal biopsy. The case was complicated by hypotension requiring vasopressor support and hospitalization for 1 week. No further data are available for review. The vasopressor-dependent hypotension was attributed to anesthesia side effects. Based on the limited available data the adverse event may have been procedure-related."

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed hypotension due to an anesthesia reaction which required medical intervention and hospitalization. The target nodule was 1.7 centimeters in size and located in the right upper lobe. A radial ebus probe was utilized to localize the lesion. The procedure was completed as planned with no delays. The patient required vasopressor support and was admitted for a week, then the patient¿s family decided to downgrade the level of care to comfort care. The physician believes that the anesthesia reaction was not ion-related and it would have likely occurred via another modality. Contributory factors to the event were heart failure, mitral valve dysfunction, and cancer. There was no device malfunction associated with the event.